Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the zero-p implant has shown that there are no visible damages. A function test was performed which has shown that the zero-p is functional as required. It was possible to disassemble and assemble the components as designed. After assembling the titanium part does hold in position and can only be removed with effort. The manufacturing documents were reviewed and no complaint related issues were found. Based on the provided information we are not able to determine the exact cause of this occurrence and it is likely that applied bending and/or torsional forces during the insertion caused this separating of this implant. Another possible reason would be too high lateral stress while the implant holder was removed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a zero p procedure was performed. The complaint received states that the plate kept coming apart from the grey peek on the implant. The surgeon decided to open a new implant and use it instead. There was a readily available device. There was a 10 minute delay reported. There was no patient harm reported. This is report number 1 of 1 for (B)(4).